Manufacturer narrative:
Patient's medical history is provided; please refer to field b7.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined. A review of the event was performed by an intuitive surgical medical safety officer concluded that the reported pneumothorax is a known and expected complication of bronchoscopic lung biopsies and thus is procedure related. There was no malfunction of the ion system, instruments or accessories and the event is not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low overall complication rate. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581 cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that a patient, who was enrolled in a clinical study, underwent an ion endoluminal biopsy procedure on (B)(6) 2024 for a targeted lesion in the left lower lobe. The procedure was completed without any intra-procedural complications nor any device malfunction reported. The patient's post-procedural chest x-ray showed a small pneumothorax. The patient was discharged home the same day without presenting any symptoms. On (B)(6) 2024, the patient reported worsening of symptoms and was hospitalized after chest x-ray showed pneumothorax showed increased in size. A 20 french small-bore chest tube was placed in as a medical intervention. The pneumothorax was reported as resolved on (B)(6) 2024 and the patient was discharged the same day with the drain removed.